Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the unit is not alarming.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the check valves were defective causing low o2, which confirmed the original complaint issue. However, there was no indication of a failure of the alarms to function.

Event description:
Provider states the unit has low o2 and not alarming.